Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Manufacturer narrative:
This report is being amended to reflect changes. This information was reported in error on initial MDR. The device was manufactured on 5/13/2009 and was previously repaired 4/5/2013 for a non-related issue. Investigation revealed damage to all width plates and wear to the screwdriver. Prior to repair, the device operated within motor speed specifications. The device did not meet calibration or side to side specifications at the zero thickness setting. Repair of the device included replacement of the width plates, screwdriver, swivel and standard repair parts. The reported event was not reproduced during testing and cause cannot be determined. There is no information regarding the technique utilized during graft removal. The customer should refer to the instructions for use regarding user technique to ensure proper technique is utilized. The device was repaired and returned to the customer.

Event description:
It was initially reported that the device was producing uneven thickness grafts. Additional clinical information determined that the issue occurred during surgery. There was an impact/damage to the graft harvest as it was deemed uneven and was not able to be used. An additional graft harvest was required to complete the procedure with an extension of approximately 16-30 minutes to the surgery while the patient was under general anesthesia. No alternate device was used in the event.